Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on 05/02/2016 to report a loss of connection between the transmitter and the smart device that occurred on (B)(6) 2016. Patient successfully uses the receiver at work. Advised patient that bluetooth devices at work are the likely causes for mobile device connectivity issues on smart devices. Patient will retry the smart device, upstanding that he may have to continue signal loss at work. No injury or medical intervention was reported. Product data was returned for evaluation. Data was reviewed on 05/20/2016. The reported event of loss of connection was confirmed. A root cause cannot be determined.